Event description:
The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on 11/21/2014.

Manufacturer narrative:
Date? The pump was returned for investigation and device evaluation was completed by product analysis on 11/21/2014 with the following findings: display is dim; letters have a red hue. Keypad is torn over the up arrow button; all buttons respond to presses appropriately. Pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.(B)(4)